Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that an alarm occurred during recirculation, prior to initiating a routine hemodialysis treatment. Attempts to troubleshoot the alarm were made by the operator who then contacted nxstage technical support for assistance. It was determined that the operator had re-entered prime, while the patient was connected. Technical support attempted to resolve the issue when the patient's venous needle fell out. Manual rinseback through the arterial needle was performed until air was observed in the line and rinseback was stopped resulting in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Review of the cycler log files indicates that the operator did not respond correctly to the occurrence of an alarm during the recirculation step prior to initiating treatment. The operator did not allow the alarm recovery to complete and instead stopped the alarm recovery and reinitiated cartridge prime apparently with the patient connected to the system. Occasional alarms during hemodialysis treatments are expected and should not result in a blood loss if device labeling instructions are followed. The blood loss was reviewed with facility staff who will provide additional training. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.